Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The field service engineer was attending a brain tumor biopsy. Laser registration on an MRI was chosen for this case since the surgeon did not want to perform an extra CT and expose the child to extra radiation. Registration was done with the laser and appeared quite accurate on the verification step. The patient was firmly fixed in the mayfield head holder- no visible movement of the head at any point could be seen. The tumor that was biopsied was >10 mm and tumor tissue was successfully obtained. But there was a significant entry point error for an unclear reason.

Manufacturer narrative:
It was reported that an inaccuracy was suspected at the entry point of an electrode. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation no malfunction of the device occurred. A new fusion was tested on manufacturing site exhibiting improved results, and it permitted to conclude that the needle was implanted accurately at the entry point. It was found in the fusion analysis that the needle position was checked with a CT postop which was not merged properly with the reference MRI. Indeed, a global shift was visible between both exams, and the user did not perform any manual adjustments. The IFU provides all necessary information to perform adjustments in case of unsatisfying fusion result. Therefore, it can be considered as a use error.

Event description:
The field service engineer was attending a brain tumor biopsy. Laser registration on an MRI was chosen for this case since the surgeon did not want to perform an extra CT and expose the child to extra radiation. Registration was done with the laser and appeared quite accurate on the verification step. The patient was firmly fixed in the mayfield head holder- no visible movement of the head at any point could be seen. The tumor that was biopsied was >10 mm and tumor tissue was successfully obtained. But there was a significant entry point error for an unclear reason.